Event description:
Event became reportable based on product analysis approved 08/11/2008. It was reported that during a percutaneous coronary intervention drug eluting stenting procedure, difficulty crossing the lesion occurred. The lesion was located in the left circumflex artery (lcx). The tortuosity of the vessel is unknown. The degree of stenosis and level of calcification are unknown. The physician advanced a taxus liberte 24 x 2.50mm stent to the lesion, but the stent would not cross the lesion. The procedure was completed with a promus 2.5 x 23mm stent. No patient injuries or complications were reported. The patient's status is reported as "good." However, the returned product analysis confirmed the stent was damaged with the distal end struts severely stretched and misaligned.

Manufacturer narrative:
A visual examination of the returned device revealed stent damage. The distal end struts of the stent were severely stretched and misaligned. No kinks or damage were found on the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A labeling review identified that the device was used per the taxus liberte directions for use (dfu). A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable cause of the stent damage is operational context due to anatomical/procedural factors encountered during the procedure which limited the performance of the device.